Event description:
Nurse performing a therapeutic plasma exchange procedure on an as104 blood cell separator. Approx one hr from the beginning of the prcedure, the hemolysis alarm sounded and was visually conformed by the nurse, noting that the waste plasma in the plasma waste bag was pink. Albumin was being used as replacement fluid. The nurse noted that the prc return line was kinked above the air detector chamber; they also noted that the prc return line was a little too short kinked easily. The set was replaced with another, but the hemolysis alarm continued to sound because the pt's level of plasa free hemoglobin was above the detectable level. The nurse stopped the procedure. No serious pt complications noted.